Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at 18 atms on the third inflation. The initial inflation was to 8 atms, and the second inflation was to 12 atms. The lesion being treated was a calcified, stenotic lesion in the distal left circumflex (lcx) coronary artery. An everest inflation device was also used in the procedure. No pt injuries or complications were reported. Pt status is listed as "good."